Manufacturer narrative:
The pi lab confirmed the reactivity of the e antigen on cells 1, 3, and 6 of retention capture-r ready-ID, lot id296, in manual capture, using retention capture-r ready indicator red cell, lot 221624 with anti-e, lot tn0034. Controls performed as expected and all cell exhibited the expected reactivity. Retention performed as expected. A service call was made and the instrument was found to be within specifications. Our investigation did not identify a product deficiency.

Event description:
On (B)(6) 2016, a customer reported unexepcted negative with capture-r ready-ID on the galileo echo instrument.